Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the device screen would not turn on. When placed on the charging pad, a blue circle appeared but no further activity occurred. Later the same day, the user reported that the device powered on and displayed a low battery message when placed on the charging pad. Blood glucose was not affected.